Event description:
On (B)(6) 2019, the reporter contacted lifescan USA, alleging multiple inaccurate erratic comparisons performed on the subject meter within 20 minutes of each other. The comparisons provided were "200 mg/dl v 160 mg/dl, 190 mg/dl v 140 mg/dl, 185 mg/dl v 160 mg/dl and 185 mg/dl v 140 mg/dl". This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.